Manufacturer narrative:
10-nov-2020 product investigation results: no failure could be identified as a result of the investigation.

Event description:
Some tampon got left behind [foreign body in reproductive tract] tampon ripped [device breakage] some of it got left behind when I removed it- tampon [complication of device removal] case description: consumer called stating some of the tampon ripped away when she pulled it out. Some of it got left behind, and she had to physically remove it herself. No serious injury was reported.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Some tampon got left behind [foreign body in reproductive tract]. Tampon ripped [device breakage]. Some of it got left behind when I removed it- tampon [complication of device removal]. Case description: consumer called stating some of the tampon ripped away when she pulled it out. Some of it got left behind, and she had to physically remove it herself. No serious injury was reported.